Manufacturer narrative:
Additional narrative: additional procode: ktt complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 412.113s, lot: 27p5985, manufacturing site: (B)(4), release to warehouse date: 03 december 2019, expiry date: 01 november 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery for the proximal end of humerus fracture with the multiloc proximal humeral nail in question. The surgery was completed successfully without any surgical delay. After the surgery, on an unknown date, the bone head cut-out was confirmed. The surgeon suspected the cause of the event was a fall, but there was no evidence. The surgeon also reduced the invagination after proximal fixation, and thus, did not know any other cause of the event. Since the patient is under medical treatment for another disease department, the surgeon will consider about the treatment for the proximal end of humerus after the treatment. It is unknown if revision surgery will be performed. No further information is available. This report is for one (1) lockscr ø3.5 self-tap l34 tan. This is report 5 of 8 for (B)(4).